Event description:
The customer contacted baxter's technical service center regarding a check your position alarm, which occurred on the homechoice during use, during fill 1. The home patient (hp) stated that this was their 4th call tonight. The previous calls were for check patient line alarms and the hp started over with new supplies each time. The hp was now getting a check your position alarm and the baxter technical service representative (tsr) was unable to clear. The hp stated that there were only 1 or 2 bubbles in the patient line and the hp had already filled with over 200ml. The tsr said there was a possible issue with the catheter and the tsr ended therapy and instructed the hp to contact her registered nurse (rn). The solution to this issue was provided over the phone and a swap of the homechoice device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During follow up call on (B)(6) 2011, baxter product surveillance received information from the hp that her nurse came by on (B)(6) 2011 and gave her both heparin and antibiotics into her solution bags because her stomach was hurting very bad. The hp did not notice anything unusual about the previous supplies in any of the alarms. She did not have any samples available or lot numbers. Since then she has been performing therapy successfully. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem could not be confirmed. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.